Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (does not stay latched) was confirmed. As received, the belt connector would not securely latch to a test monitor. The cause of the inability to stay latched is a defective connector. The root cause of the defective connector cannot be positively identified. No adverse event resulted from the defective belt.

Event description:
A us distributor contacted zoll to report that a patient's belt would not stay latched to the monitor.